Manufacturer narrative:
Device evaluated by MFR.: promus element plus ous 2.50x32mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the proximal edge of the stent were raised and damaged. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. An examination found no issues with the tip. No other device issues were noted during analysis.

Event description:
It was reported that stent damage occurred. The severely distorted, tortuous and calcified target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a stent damage was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that stent damaged occurred. The severely distorted, tortuous and calcified target lesion was located in the right coronary artery. A 2.50x32mm promus element plus drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion and a stent damage was noted. The procedure was completed with a different device. No patient complications were reported and patient status was stable.